Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer report number: 3006705815-2019-04134. It was reported that the patient's lead migrated. Follow up identified that the patient underwent surgical intervention where one lead was explanted and replaced, restoring therapy. It is unknown which lead was replaced, therefore both are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.